Manufacturer narrative:
G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that shortly after activation, the patient contacted the clinic as they were experiencing shocks and felt that the ins was too strong; "overstimulation" was the clinical diagnosis. The ins was interrogated and impedances were within range. Reprogramming was performed and this resolved the issue. Additional information received. When asked if the report of shocks was meant to describe the feeling of overstimulation, it was clarified that the patient experienced shocking sensations.